Event description:
It was reported that, "patient had a tka done in 1996 and was experiencing patella femoral pain. Dr (B) (6) revised patella and swapped out the poly to a series I 7000, 10 mm n2 vac polly during patella revision femoral component and tibial well fixed and aligned."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the patient and was not returned to the manufacturer. Additional information including x-rays and medical records was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.